Manufacturer narrative:
UDI related data quality updates only. H2: correction was marked. Udis were not used when sku 200988-xxx was manufactured. The gtin in the gudid database will not align with the barcode as new gtins were assigned when gbm transitioned to the gudid system. Class iii devices were required to register gtins in the gudid database on 01-jun-2013; therefor, the UDI field (d4) in form 3500a shall be left bank and will not align with the gudid entry due to the date it was manufactured.

Event description:
Lead was capped due to other/non-product experience.